Manufacturer narrative:
The erroneous result was not reported outside the laboratory. The patient was not adversely affected. The engineer replaced the mix valves and no further questionable results were received. Medwatch field e1 was updated.

Event description:
The customer received questionable high albumin results for two patient samples. Of the data provided, only the results for one patient sample were discrepant. The initial result was 70.2 g/l. The repeat results were 31.5 g/l and 32.7 g/l. Information concerning if any erroneous result was reported outside the laboratory or if any patient was adversely affected was requested, but was not provided. The reagent lot number was 610749. The expiration date was requested, but was not provided. The field service representative changed the valves for the detergent mixers.

Manufacturer narrative:
This event occurred in (B)(6).